Event description:
It was reported that the cot failed while unloading from the ambulance resulting in an unspecified back injury to the user. Any possible medical intervention and details regarding the cot failure were not provided.

Manufacturer narrative:
The executive summary has been corrected based on information found during investigation into the alleged event.

Event description:
It was reported that the user did not verify that the cot was properly aligned with the power-load prior to loading; when the user attempted to load the unit, the lifting arms hit the cross tubes and the cot suddenly dropped resulting in an unspecified back injury to the user. Any possible medical intervention information was not provided. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that this adverse event was caused by the cot. However, after further investigation into the situation, it was found that the adverse event was related to the power load fastening system. Therefore, regulatory reporting has been done for the power load fastener. User verified that there was no malfunction related to this device.

Event description:
It was reported that the cot failed while unloading from the ambulance resulting in an unspecified back injury to the user. Any possible medical intervention and details regarding the cot failure were not provided.

Manufacturer narrative:
Supplemental submitted to include UDI. User verified that there was no malfunction related to this device.

Event description:
It was reported that the cot failed while unloading from the ambulance resulting in an unspecified back injury to the user. Any possible medical intervention and details regarding the cot failure were not provided.